Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the physician experienced placement difficulty while placing the extravascular (ev) lead. The ev lead exhibited low sensing values in every position after four tunneling attempts. It was noted that good sensing was achieved, but only with a flipped lead. The ev lead was removed and the patient was implanted with a transvenous system. No patient complications have been reported as a result of this event.